Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. Philips filed service engineer visited the site and observed that and confirmed the reported issue. After reviewing the log, fse found malfunction on lateral ip-pc. Upon troubleshooting, fse identified an issue with the cr2032 motherboard battery. This caused the post failure, resulting in the lateral ippc failing post and no communication to the host. To resolve the problem, fse replaced ippc and performed recreate store on lateral ippc and return the part for further analysis, but no failure found. After replacement of ippc and recreate image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.